Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error due to an inappropriate bypass of a drain not including the initial drain. The homechoice apd systems patient at-home guide warns, "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 19:52:27. During night drain cycle three, the patient's ultrafiltration reading was 799ml, indicating the home patient (hp) drained 799ml more than their maximum programmed fill volume of 600ml. No additional information is available.